Event description:
Information was received from the patient. It was reported that he's seeing replace controller battery soon and when charging gets the recharging status but doesn't say good/excellent/poor. Patient belt is worn out. No symptoms were reported. A replacement belt and recharger was sent out. Patient called back and confirmed receiving the replacement recharger but inquired about the belt they had requested. Agent reviewed the information with patient and informed them that the recharger belt is scheduled for delivery tomorrow. Patient confirmed understanding. Patient called back stating their controller would not connect to their implant anymore. Patient got a new recharger last week and 3 weeks ago they got a new controller battery this morning patient tried for 30 minutes to connect to the implant but it won't connect, it kept kicking off to try again or recharge. Patient was getting no device found. Patient's controller was at 100% charge. During call patient attempted to recharge the implant and got recharging needs attention and no device found. Patient then got battery low replace the controller battery soon. Patient noted without the implant they lose their legs after a couple days and they get shaky. Agent closed case. Patient called back and repeated previously documented information. Patient mentioned their recharger, battery and controller were recently replaced. Patient mentioned they had to hold the controller right over the paddle to charge their implant and if they move it shuts off. Patient then mentioned they can't sit there for 40 minutes and hold the paddle over their back to charge their implant up. Patient denied any recent falls/trauma. Patient mentioned they were frustrated very much and were in a lot of pain since the stimulator was not working. Patient mentioned they depend on the stimulator to keep them walking and was nearly paralyzed before the stimulator. Patient unlocked the controller; controller showed no device found then connect the recharger. Patient started a charge session; controller showed poor recharge quality, patient repositioned the recharger and controller showed no device found. Controller showed 100% and implant red recharging with excellent quality then showed no device found. The issue was not resolved. A request was sent to repair to replace the recharger. Patient called back in escalated because they had not received the replacement recharger. Agent reviewed fedex tracking and considerations regarding the weather and delays. Patient disconnected the call. Patient called back escalated and mentioned previous information in this case. Patient called their representative since christmas and that their implant hadn't worked since before christmas. Patient was also upset about the delays and delivery. Agent reviewed information. Patient mentioned they hadn't been in pain in over 3 years and they were at an 8 or 9 in pain everyday. Patient received the replacement recharger and was able to charge the implant to 90% after an hour then the controller went black. Patient mentioned the implant kept them walking. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient inserted the battery and controller and implant were both at 90%. Patient plugged the recharger and got 51-81 on passive recharge then got no device found. Patient was at 90 again on passive recharge then the controller went black again and would not come on. Patient denied any recent falls, accidents, or weight changes. Patient mentioned their knees felt like somebody hit them with a baseball bat. Patient mentioned they went into the hospital with a wheelchair and after the implant was put in by their hcp they were without a wheelchair. Agent advised patient to call back if the issue persisted. Agent closed case. Upon further review patient mentioned their implant was 10 inches or so from their belt line and on the right side of their back. Patient stated medtronic is a blessing to them, the implant was put in 4 years ago and they were in wheelchair. After the surgery, patient stated they came out walking and gave me a new life and thought I was blessed. Patient stated they used to throw belt on and start charging. Patient stated since january, the 'battery went out' and then christmas and new years, the agent 'lied' to me said the package was on the way for a whole week. Patient stated the implant keeps me walking and now, without the therapy, they are at 8 or 9 in pain and walking with a cane. Patient stated they then had to get new controller and new paddle and they were 'lied to' about those replacements as well. Patient stated they have the best medtronic rep (in secure note) and they can meet him anytime there is a problem. Patient stated their implant is running at 8.5 and 8.9. Patient stated they told the agent yesterday that they wanted all new equipment and thought the controller was refurbished. Patient then stated that their sister has an implant in her back and it is the biggest piece of garbage and has had trouble since day 1 and she has to get it replaced because battery is dead .patient stated they cannot afford to lose their legs because they have to take care of their 3 year old grand daughter. Patient stated they just want medtronic to be honest because they really rely on the stimulator. Patient stated they have told so many people to get the medtronic stimulator but due to recent issues, they have lost faith in the company. Patient stated they have not had the stim since christmas and the other day, the implant charged from 30-90% and then controller went black and would not charge. Patient stated before the implant, they were told they would be in a wheelchair the rest of their life. Patient stated they have had 2 controllers, 3 paddles, and battery pack in the last month. Patient stated the lower lumbar is fused, 28 screws in the back, ceramic discs, and has 3 rods. Patient stated they have not had to use the cane since 4 years ago and their legs are weak and shaky because they don't have stimulation on their nerves. Patient stated they charge 2 times a day because they don't let implant get below 40%. Patient will charge with replacement devices and call back if further assistance is needed. Patient called back and repeated previously documented information. Patient receiving replacement controller and recharger but was still having issues charging their implant. Patient mentioned they charge their implant twice a day. Patient mentioned now their pain was a 8 or 9 because the stimulator was not working. Patient then mentioned their pain went from 9 or 10 to zero with the stimulator. Patient mentioned they lost 25% of their nerve in the right legs and was at 8.9 while the left leg was at 8.7 (agent understood patient was referring to the intensity). Patient mentioned they have to run the stimulator that high so they are out of pain and can walk. Patient noted the stimulator was the greatest devices put out on the market by medtronic. Patient mentioned they reached out to medtronic representative today via text this morning before they called pats. Agent walked patient through resetting the controller. Patient unlocked controller and controller showed 90% and implant 80%. Agent verified patient was using recently replaced controller and recharger. Agent instructed patient to start a charge session; controller showed no device found then implant went into passive recharge mode with numbers 97-97-97. After a several minutes the controller showed unable to recharge and patient was unable to advance forward to the implant charging screen. Agent reviewed meaning of no device found message and unable to recharge screen. Agent sent an email to the medtronic reps for visibility. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B5 updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.